Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported, a male patient, initial right knee implanted on an unknown date, underwent an I/d poly swap on (B)(6) 2023. He had dental work done, and an infection seeded in his knee. The knee was washed out, and a new 2.5 13mm ps insert was implanted. The patient was last known to be in stable condition following the event. No device is returning as the hospital discarded it.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.